Manufacturer narrative:
(B)(4). If implanted, give date: it was implanted 8 months earlier. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09753 . It was reported stent explantation occurred. The target lesion was located in the circumflex artery with a previously implanted synergy¿ stent. A 1.75mm rotalink¿ burr was used to treat the target lesion. During the procedure, it was noted that the burr was stuck in the previously implanted synergy stent. The burr and catheter were pulled out; however, the stent came out with the device attached to the burr. It was noted the vessel was not damaged. The procedure was completed with another 1.75mm rotalink¿ burr and the vessel was re-stented. No further patient complications were reported and the patient was unharmed.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore catheter batch/serial number could not be identified. A visual examination of the crimped stent found that the stent was returned caught on rotablator burr. The stent was severely damaged the entire length with stent struts stretched and bunched at both ends. Stent damaged was most likely due to rotablator burr getting stuck in the stent. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09753. It was reported stent explantation occurred. The target lesion was located in the circumflex artery with a previously implanted synergy¿ stent. A 1.75mm rotalink¿ burr was used to treat the target lesion. During the procedure, it was noted that the burr was stuck in the previously implanted synergy stent. The burr and catheter were pulled out; however, the stent came out with the device attached to the burr. It was noted the vessel was not damaged. The procedure was completed with another 1.75mm rotalink¿ burr and the vessel was re-stented. No further patient complications were reported and the patient was unharmed.